Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had a bent cannula and her continuous glucose monitor was also not working properly due to which she was unable to monitor her blood glucose level. This led to an increase in her blood glucose level, which she tried to self-treat with a manual bolus. On (B)(6) 2019, she went to the emergency room with blood glucose level at approximately 770 mg/dl where she received fluids and insulin. On (B)(6) 2019, she was subsequently admitted to the intensive care unit for diabetic ketoacidosis. As corrective treatment, she received fluids and insulin, which resolved the issue. The patient did not notice any damage when the package was first opened. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. She was able to insert a new infusion set and resume insulin pump therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.